Event description:
It was reported that the device showed all three (attention, charge pak and wrench) icons after replacement of a new internal battery charger. This is a possible indicative of a device failure to hold the internal hlc battery charge and power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the reporter technical assistance and advised that the device was not repairable. Per physio's recommendations, the customer is locking to replace the defibrillator. A conclusive cause of the reported event could not be determined.